Event description:
Healthcare professional reported a highly myopic patient developed choroidal bleeding 12-hour post-op due to hypotension (hypotony) in the right eye. Treatment was provided as sclerotomy / pars plana vitrectomy / silicone oil tamponade (and later removal). The device has been explanted. The reported event of "choroidal hemorrhage has since declined" and "visual acuity is from 0.6-0.7 currently preoperatively to 0.3-0.4. No hypotension at the moment, at that time (after xen implantation) hypotension was the cause of choroidal hemorrhage of a high-risk eye."

Manufacturer narrative:
The reported event of choroidal bleeding due to hypotension is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a highly myopic patient developed choroidal bleeding 12-hour post-op due to hypotension (hypotony) in the right eye. Treatment was provided as sclerotomy / pars plana vitrectomy / silicone oil tamponade (and later removal). The device has been explanted. The reported event of "choroidal hemorrhage has since declined" and "visual acuity is from 0.6-0.7 currently preoperatively to 0.3-0.4. No hypotension at the moment, at that time (after xen implantation) hypotension was the cause of choroidal hemorrhage of a high-risk eye."